Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery (lad). A 2.50x16mm promus element plus stent was advanced to treat the lesion. However, it was unable to cross the lesion and upon inspection, it was noted that the distal edge of the stent strut was deformed. The physician removed the device and the procedure was completed with another of same device. No patient complications were reported and patient's status was good.